Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Skin reaction was described as red, itchy, bumpy and dried out, located under the whole area of the sensor. On (B)(6) 2016 the patient called his doctor for advice regarding the irritation. Patient did not go into the doctor's office and was not given any prescriptions. Affected area was treated with over-the-counter triple antibiotic ointment. At the time of contact, the patient was okay. No additional event or patient information was provided.